Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited fractured, loss of capture at max output and impedance greater than 3000 ohms. This lv lead was explanted and replaced. No additional adverse patient effects were reported.